Event description:
During a coronary artery bypass graft procedure (x5) the oxygenator was malfunctioning with poor to non-existent carbon dioxide removal and failing ability to oxygenate blood. The oxygenator was changed. After the procedure, the MFR was notified and took the machine for testing.